Manufacturer narrative:
Root cause: after investigation, it was determined that the level one root cause for the inability to fully retract and unclamp the reload was that the blade assembly was broken. The level two root cause may have been attributed to the device continuing to be fired once the blade assembly had reached the end of the reload. This was evidenced by the location of the I-beam upon return of the reload. The handle was received as expected and no defects were found during the visual inspection, functional testing, and disassembly. Did device malfunction? Yes. Did device fail to meet specification? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An aeon endoscopic stapler 4.0mm/45mm purple reload was used with an aeon endoscopic stapler handle - medium in a low anterior resection procedure by the physician on (B)(6) 2021. The physician fired the reload on the rectum and heard a crack sound during retraction. The orange retraction knob was pulled back completely, but the reload remained clamped on the tissue. The reload was removed by stapling/cutting. Surgery was delayed by more than 30 minutes. No patient harm.